Event description:
Patient was revised due to elevated metal ion levels and pain. It was also noted that the stem and sleeve were loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.